Manufacturer narrative:
Product has been discarded.

Event description:
It was reported the patient received the following results within 10 minutes: a result in the "150's mg/dl" (system 1) and a result "over 200's mg/dl" (system 2). The same test strip vial was used for both meters and results. The test strips are no longer available to return for product evaluation.